Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer failed the touch screen test and displayed an erroneous cursor movement. An electromagnetic interference repair was performed as a preventative measure. Reconfigured hard drive, reloaded, and updated software. The programmer then passed all final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer failed the touch screen test and displayed an erroneous cursor movement. There was no patient in volvement.